Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter had a power issue - meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred at an unspecified time on (B)(6) 2015. The patient manages their diabetes with insulin (self-adjuster) and denied taking any action in response to their regular diabetes management regimen routine as a result of the power issue. They mentioned that they had adjusted their diet over the past 30 years. The patient stated that 2 days after the alleged power issue first occurred they developed the symptoms of "dizzy and shaky." The patient visited the emergency room (e.r) as a result of these symptoms, on (B)(6) 2015, where they were given 15 units of insulin (type of insulin not specified) by a healthcare professional (hcp). No blood glucose readings were provided by the patient from this e.r visit. At the time of troubleshooting the cca noted that there was no misuse of the product, the patient did not have any test strips available to walk through a retest. The issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because of the delay in treatment the patient experienced. Treatment was received two days after the product issue allegedly began which suggests that the patient's condition deteriorated as a result of not being able to test their blood glucose; therefore, the alleged power issue contributed towards the patient receiving hcp treatment for a symptom indicative of serious hypoglycemia.